Event description:
The initial reporter stated that the up occlusion alarm did not operate as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformities. When the device was returned to mmdg for investigation, the strain beams had failed, causing the up occlusion alarm failure. The pump was serviced to correct the issue.